Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old female with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support. Multiple attempts were made for the impella 5.5 to pass through the innominate artery, but it was unsuccessful. The impella cp was inserted instead.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely due to patient condition since patient had small vessels for impella 5.5.